Manufacturer narrative:
Livanova (B)(4) manufactures the scp control panel w/fast clamp. The incident occurred in (B)(6). A livanova service representative was dispatched to the hospital to investigate. He had opened the scp control panel and checked for the connections. He could reproduce the reported error as the flow control board was defective and needed a replacement. As requested by the customer, the complete scp control panel was replaced. After a successful functional testing, the unit was returned to service. The defective flow control board was deemed to be the root cause. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. Device evaluated onsite by rep.

Event description:
Livanova (B)(4) recieved a report that the flow had not been displayed on the scp control panel w/fast clamp whilst priming. There was no report of patient injury.